Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating they were receiving an insulin occlusion alert on the pump. The patient did not observe any visible issues with the infusion set but was advised to replace it as a precaution. After changing the infusion set, the patient was able to successfully fill the tubing and cannula, and insulin delivery resumed without issue. No further assistance was required, and blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.